Event description:
It was reported that a cartridge alarm 30 occurred, prompting the customer to visit the emergency room. The customer's blood glucose level was between 400-500 mg/dl, indicating it was outside of the normal range. The customer received intravenous fluids and insulin, which resolved the issue, and was released from the ER without any permanent damage. Technical support decided to replace the pump as a resolution.